Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the omnilink elite stent was implanted on (B)(6) 2020 in the celiac artery. On (B)(6) 2025 a re-occlusion was found in the stent. On (B)(6) 2025 the patient experienced abdominal pain and angiography was performed and it was found that the stent was separated in two pieces and there was restenosis in the stent. Angioplasty was performed with a drug coated balloon and during this the struts of the separated stent became stuck on the balloon. The physician attempted to 'park' the separated segment in the common iliac artery but this was not successful so the separated piece was snared and removed from the anatomy. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent break was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent separation could not be determined. Potential factors that can contribute to stent separations include, but are not limited to, over expansion, manufacturing, lesion characteristics, procedural technique, product size selection, severe torqueing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. The reported difficulty removing the device appears to be related to operational context of the procedure as it is was reported when the balloon angioplasty was performed with a drug coated balloon the struts of the separated stent became stuck on the balloon. The separated stent was successfully removed via snare. In this case, it is possible the original placement of the omnilink elite stent in the celiac artery caused the stent to separate from over torque (material stress/fatigue) of the implanted stent due to the lesion characteristics; however, this cannot be confirmed. Additionally, it should be noted that the celiac artery is not included in the indications for use section of the omnilink elite instructions for use. The omnilink elite instruction for use states: the omnilink peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. In this case, it appears the instruction for use (IFU) deviation related to the device use against indications contributed to the reported event. A medical review was performed by an abbott vascular clinical specialist. The review found that due to limited procedural details, a conclusive cause for the reported stent separation could not be determined however, the difficulty in removing the stent could have contributed to the stent separation as it is was reported when the balloon angioplasty was performed with a drug coated balloon, the struts of the separated stent became stuck on the balloon causing the separation. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional therapy/non-surgical treatment and hospitalization were due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: primary UDI number corrected from (B)(4). H6: medical device problem code 1494 clarifier: incorrect anatomy.